Event description:
It was reported that on an unknown date, the proximal uprod on tibial jig had the red actuator stuck in an engaged position after opening tray up. It was not possible to loosen to insert distal uprod. It was jammed and not possible to release/loosen despite multiple attempts from the surgical team. Rep unable to loosen post-case either. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received proximal up rod on tibial jig - red actuator stuck in an engaged position after opening tray up. Unable to loosen to insert distal up rod. Jammed and unable to release/loosen despite multiple attempts from surgical team. Rep unable to loosen post-case either. The product was not returned to medtech orthopedics ; however, photos were provided for review. The device associated with this report was not returned to medtech orthopedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of jammed/ seized and unable to disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have required evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿proximal uprod on tibial jig - red actuator stuck in an engaged position after opening tray up. Unable to loosen to insert distal uprod. Jammed and unable to release/loosen despite multiple attempts from surgical team. Rep unable to loosen post-case either¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that attune em tibial prox uprod presents several deep scratches and nicks all over the surface; consistent with other tools and hard edges coming in contact with the device. No other defects that could have contributed to the reported event were observed. Functional testing was able to replicate the reported complaint condition. An excessive amount of force was applied to the locking screw; however, the component was not able to rotate as intended. Contributing factors of the observed condition of the device include damage on the internal threads, overtightening the locking screw and/or use and servicing over around five (5) years. However, with the available information and the fact the internal threads were not able to be exanimated due to the jammed condition, a potential cause remains undetermined. The overall complaint was confirmed as the observed condition of the attune em tibial prox uprod would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received proximal up rod on tibial jig - red actuator stuck in an engaged position after opening tray up. Unable to loosen to insert distal up rod. Jammed and unable to release/loosen despite multiple attempts from surgical team. Rep unable to loosen post-case either. The product was not returned to medtech orthopedics ; however, photos were provided for review. See attachment "img_0759.jpeg" "img_0758.jpeg" the device associated with this report was not returned to medtech orthopedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of jammed/ seized and unable to disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have required evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, h4. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.